Manufacturer narrative:
Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on december 20, 2017. The gehc internal field modification number is fmi (B)(4). There is a potential for the display processor to experience an unexpected failure. If this failure occurs, the device screen will temporarily go blank and will then display an error code ¿ec01 xx¿. The blank display results in loss of monitored data being displayed to the user. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an ec01 error on the screen. There was no report of patient involvement.